Event description:
Information regarding the device does not address the patient's clinical status but notes that during a routine follow-up vis it, attempts to program the device were unsuc- cessful and the message, "reposition head", was dispplayed. The head was repositioned multiple times and placement of the magnet was verified. Magnet application did not result in magn et mode. Return to standard and programmer reset keys did not communicate with the device.